Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, and fixed prime on the insulin pump. The customer's blood glucose level was 135 mg/dl. The troubleshooting was performed. The customer was advised that the alarm was cause by set and reservoir connection. The customer was advised to replace infusion set and reservoir. The customer is going to change out his entire infusion set and will switch the fill cannula amount back as well.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.